Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v093181, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v093181, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported there was an elective replacement indicator (eri) message and the implantable neurostimulator (ins) battery voltage level read at 2.82v. They saw the eri on the patient programmer the week prior to report. On the day of report the ins was read with the clinician programmer and at that time the ins was off. Eri and power on reset (por) codes showed on the clinician programmer screen upon interrogation. The patient recently had surgery but cautery was not used. A screw was removed from her foot and the procedure was non-invasive. The ins currently had a battery voltage of 2.65v. It was noted the other ins was close to eri and with similar settings. It was further reported it was unknown what code accompanied the por since it was cleared before they could read it. The cause of the por was unknown. The patient had no therapy and interventions included turning the device back on. The patient received good therapy. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.